Event description:
Pt underwent a standard uncomplicated properitoneal laparoscopic right inguinal hernia repair with marlex mesh. Their immediate postoperative course was uncomplicated. They were treated on an outpt basis & were discharged same day. A phone call following morning suggested that they had urinary problems. Pt was concerned that they were unrinating too much. Rptr's examination failed to reveal urinary retention. Wounds were fine. Pt had no abdominal distention & no tenderness over right inguinal region. Pt was asked to return or call if they had any further problems. Five days post op. Pt was "feeling okay, just real weak". No abdominal pains. Pt "still doesn't feel great, but no temp or pains, just feels tired & weak". Pt was encouraged to take fluids, rest & call again. Pt now had nausea & vomiting & temperature was 92.6. Pt had no energy. Pt collapsed in shower & life squad brought them to emergency dept. On arrival pt had no pain, no fever, no abdominal tenderness at hernia repair site or trocar wounds from laparoscopic procedure. They had no elevation of white count (4300). There was no clinical evidence for infection. Pt was markedly dehydrated with a creatinine of 12 & a bun over 100. They had an acute tubular necrosis with renal failure & was admitted to intensive care unit. Cause of dehydration & lack of fluid intake precipitating uremia with renal failure, was initially thought to be possibly secondary to a partial small bowel obstruction. They were treated with ng tube, i.v. Fluids, & rest. Their renal status slowly improved when an acute respiratory distress syndrome (ards) occurred on 12-17-95. Pulmonologists were consulted & aggressively treated pt. With minimal success. They were intubated. On 12-19-95, it was apparent that pt was not improving. Despite use of antibiotics from day of admission & adjustments via i.d. Specialists, pulmonary condition did not improve & another site of infection was sought. Abdomen never showed any localized area of infection despite intense repeated physical & laboratory examinations including x-rays & cat scans. On 12-21-95, pt was taken to o.r. For an exploratory laparotomy. A fluid filled space around retroperitoneal area at hernia repair site with floating marlex mesh was present. Cultures of this fluid never grew any organisms. Remainder of abdominal cavity was clear. Pt had a two organ system failure at this juncture & despite a cholecystectomy & a tracheotomy, died on 1-17-96. An autopsy revealed cause of death as diffuse alveolar damage to lungs, due to sepsis. In rptr's search of literature, they found no evidence for rejection phenomenon occurring in pts having had marlex mesh. In a phone conversation with corp., two physician researchers were evaluating two other similar type cases that they had "heard of". In rptr's multiple conversations with surgeons who use marlex mesh, rejection of this inert polyproplene substance has never surfaced.